Event description:
The filter was placed without difficulty. However, an attempt to detach the filter was not successful. The handle did not want to slide. The physician was able to pull the trigger wire and detach from the filter after physician broke off the handle.